Event description:
Foley catheter balloon did not deflate fully despite difficult attempts of aspiration of fluid (total of 35cc) via syringe, cutting of catheter above the "y", application of mineral oil to dissolve the balloon, and a surgical resident's attempts. The urologist performed an invasive procedure to remove the catheter.